Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked. The customers blood glucose (bg) level was not impacted due to the cracked touchscreen. It was not known how the touchscreen became cracked. In addition, it was reported that the customer experienced a low bg of 50 mg/dl. The customer consumed food to stabilize bg level. The contact stated that the low bg was not believed to be related to the pump or supplies but rather the customer playing basketball and did not eat. It was indicated that the customer would continue to use the pump until the replacement arrives.